Event description:
(B)(4): it was reported that the glass of the in-light camera cover has allegedly cracked. The issue was discovered prior to surgery after removing the camera cover from the sterile wrap. There was no pt involvement reported and no adverse consequence reported.

Manufacturer narrative:
There was no reported pt involvement, therefore, no pt data exists. The camera cover involved in this report has not yet been returned for evaluation. Additional investigation is ongoing. The catalog number provided is for the in-light camera cover which is the component identified as allegedly malfunctioning. Evaluation summary: the glass of the sterilizable in-light camera cover was reported to have shown signs of cracking. Samples of these cracked camera covers from previous reports have been returned to the manufacturer and visually evaluated although the camera covers involved in this particular event have not yet been returned. Furthermore, a stryker engineer visited a customer account for additional evaluation regarding the use, cleaning, and sterilizing of the camera covers but no conclusion as to the cause of this reported event can be determined at this time. The investigation is ongoing. There was no pt involvement and no report of any adverse consequences to the pt or caregiver.